Event description:
Pt awoke in 2004 "in a fog" and replaced their infusion set. Pt went to work and felt so badly that they returned home and tested their blood glucose, which was 580 mg/dl. Pt called the paramedics and they took them to the hospital where their blood glucose tested at >700 mg/dl. Pt was treated with IV insulin. Patient was treated in hospital for three days.